Event description:
It was reported to philips that the therapy port on the device was loose. There was no report of patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy port needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy port. The therapy port was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.